Event description:
Healthcare professional reported that a patient experienced lumps, bumps, swelling and "the voluma was moving all around" in the cheek area after they were injected with juvéderm® voluma¿ xc in the cheeks. Patient experienced the symptoms after they had covid-19, deemed not device related. Physician tried one injection of hyaluronidase for the symptoms of lumps, bumps, swelling and "the voluma was moving all around."

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of covid-19 infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient experienced lumps, bumps, swelling and "the voluma was moving all around" in the cheek area after they were injected with juvéderm® voluma¿ xc in the cheeks. Patient experienced the symptoms after they had covid-19, deemed not device related. Physician tried one injection of hyaluronidase for the symptoms of lumps, bumps, swelling and "the voluma was moving all around."

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.7., g.1., h.8.